Manufacturer narrative:
Trackwise ID# (B)(4). The lot # 25151015 history record review was completed. There was one ncmr documented for the reported lot number, however it is not associated with the reported failure. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, using hst iii seal. When the delivery system was pulled out of the body of the delivery system according to normal procedures, the prochimal seal was missing. The operation was continued using the new hsiii. The hospital did not report any patient effects.